Event description:
Information received does not address the patient's clinical status but notes that interrogation revealed an eri flag. The ventricular outputs were programmed to 0.625 v, 0.4 ms with a lead impedance of 416 ohms. Atrial outputs were 3.5 v, 0.4 ms with a bipolar lead impedance of 308 ohms. Measured battery data was 2.68 v, 24 ua, 4.7 kohms. A repeated measured data displayed 2.66 v, 25 ua, 4.7 kohms. A device image showed a corrupt and unreadable image.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received